Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was going to be explanted on (B)(6) 2014, due to infection. The infection was located over the leads on the patient¿s scalp. The type of infection was unknown. Additional information indicated the infection was due to pseudomonas. Further information indicated the patient was being treated for parkinson¿s disease. The patient was doing very well post-operatively. The patient was going to be on antibiotics (meropenem) for three weeks after which a CT scan was going to be performed. The hcp confirmed the wound in the scalp grew pseudomonas.

Manufacturer narrative:
No device analysis was performed; the devices met risk based criteria.

Manufacturer narrative:
Concomitant products: product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 7482-51, serial# (B)(4), product type: extension product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.